Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7711700 chronic catheter allegedly experienced fracture. This information was received from one source. This event did not involve a patient as there was no patient contact, therefore, patient information was not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation, however, a photo was provided for review. The investigation is confirmed for the damaged introducer sheath tip, however it is inconclusive for fracture. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: g4, h6 (device). H11: g1, h6 (method, results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The device for this malfunction has not been returned to the manufacturer for evaluation, however, a photo was provided. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7711700 chronic catheter allegedly experienced fracture. This information was received from one source. This event did not involve a patient as there was no patient contact, therefore, patient information was not provided.